Event description:
It was reported that when the patient returned home, the power module (ppm) was alarming although connected to wall power. The ventricular assist device (vad) coordinator checked the ppm and confirmed that the internal battery of the ppm no longer charged properly. After being connected to wall power for almost the whole day the indicator never changed to green. A new internal battery was requested. The new internal battery was installed in the ppm at the hospital. When the patient returned home and connected the ppm to wall power, it started alarming again. A new ppm was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms on the heartmate power module with the backup battery not charging was not reproduced during evaluation of the returned heartmate 12v power module backup battery. The returned battery, serial number (B)(6), was evaluated at the european distribution center (edc) on (B)(6) 2025. The battery was connected to a test power module and charged up as intended. The battery was forwarded to the product performance engineering (ppe) department for further analysis. The battery was connected to a test power module and able to fully charge without issue. The battery was connected to the power module for an extended period without issue or atypical alarms. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The device history record was reviewed for the heartmate 12v power module backup battery, serial number (B)(6). The battery was inspected and accepted into storage on (B)(6) 2023. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. Section e of the IFU, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. Section 3 of the IFU, entitled ¿powering the system¿, also instructs the user to prevent the power module from being disconnected from ac power longer than 18 hours to prevent damaging the unit¿s backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.